Event description:
The customer reported that when they pushed the e-stop button during a study, the treadmill did stop within 2 seconds, but went in reverse for 2 seconds following the stop. No patient injury. Unknown which protocol was being used at the time of the event or what stage the protocol was at when the e-stop was pushed.

Manufacturer narrative:
Patient information not known. Investigation revealed the runaway condition was able to be recreated when a high impedance ground connection (marginal ground connection) going from the drive to the encoder was simulated by adding a 24 ohm resistor in series with the ground line. The effect was a reduced encoder voltage causing the encoder not to function as intended. This resulted in a loss of commutation in the motor that caused the treadmill belt to run in an uncontrolled manner. The exact cause of the commutation loss is not known and the event has not been duplicated without the addition of resistance to the encoder ground line. A design mitigation has been proposed by (B)(4) that will detect commutation loss and disable the drive when the reported condition occurs. This mitigation will be implemented to correct the impacted treadmills in the field.